Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump bolus feature may be incorrect. Customer also stated that she has been experiencing low blood glucose for most of the year and was in the emergency room in (B)(6) 2015 with 16 mg/dl. Customer does not recall any significant events leading to the error. Troubleshooting was done for low blood glucose and bolus feature was explained. Customer was advised that the device would be replaced however, customer declined replacement.